Event description:
Rn at or reported that both fast-fix implants had been deployed, and when the surgeon pulled the suture to tighten knot, the knot would not advance. The second time he pulled, the suture broke. Rn stated that there was no impact to the pt and no significant delay in surgery. Rn could not confirm that the implants were left in the joint.